Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a sinus infection. The patient was prescribed antibiotics in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a sinus infection. The patient was prescribed antibiotics in response to the reported event. In the initial report h10 section was marked incorrectly, b5 was not updated, the correct b5 should be - the patient has alleged sinus infection, headaches, nausea, nasal/throat irritation or soreness, cough, dizziness, taking antibiotics underwent CT scan. There was no medical intervention required by the patient the device along with a humidifier was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device and humidifier were completed by the manufacturer and found no evidence of contamination. An internal visual inspection was completed by the manufacturer.the manufacturer found evidence of unknown contaminant on the blower box, ui panel, and bottom enclosure of base unit, an unknown contamination on the humidifier bottom enclosure, reservoir seal, lifting tray, dry box inlet seal, heater plate, and hinges between flip lid/bottom assembly, flashing on the outside of the blower box.the manufacturer found no evidence of sound abatement foam degradation. The device was applied power and the heater tubing heated properly. The manufacturer concludes the contaminates found were inconsistent with unknown contaminant on the blower box, ui panel, and bottom enclosure of base unit, an unknown contamination on the humidifier bottom enclosure, reservoir seal, lifting tray, dry box inlet seal, heater plate, and hinges between flip lid/bottom assembly, flashing on the outside of the blower box. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9,d10,g3,h6,h10 has been updated/corrected.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience sinus infection, headaches, nausea, nasal/throat irritation or soreness, cough, dizziness, taking antibiotics underwent CT scan. There was no medical intervention required by the patient. The reported event of sinus infection, headaches, nausea, nasal/throat irritation or soreness, cough, dizziness, taking antibiotics underwent CT scan and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. In previous report it has been mentioned as device not returned in section h10 and correcting this verbiage as device returned which has been reported to FDA previosuly.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience sinus infection, headaches, nausea, nasal/throat irritation or soreness, cough, dizziness, taking antibiotics underwent CT scan. There was no medical intervention required by the patient. The reported event of sinus infection, headaches, nausea, nasal/throat irritation or soreness, cough, dizziness, taking antibiotics underwent CT scan and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The device has not yet returned to the manufacturer for evaluation, and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
Additional information was received on nov 11, 2024 and section h11 should be reported as: the manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a sinus infection. The patient was prescribed antibiotics in response to the reported event. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected for adverse event and product problem. (Only the product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction to serious injury. Section h6 health effects - impact code was corrected.